Event description:
It was reported that first pipeline embolization device exhibited poor apposition proximally, and during percutaneous transluminal angioplasty it retracted to the neck. This necessitated the use of a second pipeline embolization device to achieve proper wall apposition. The incomplete wall apposition was not due to a failure of the device to open. There was no flattening or twisting with either device, and they were successfully implanted. The day after the procedure the patient experienced vascular access site pain in their right groin. An ultrasound showed no evidence of pseudoaneurysm. The patient was prescribed tramadol, and the pain was noted as recovering/resolving. No hospitalization or other treatment was performed. The pain was said to not be the result of a device deficiency, and did not result in new or worsening or existing neurological deficits. The site assessed the pain as caused by the procedure and not related to the disease under study, device, or antiplatelet medication. The patient was undergoing treatment for a saccular, side branch aneurysm located in the left c6 segment. The max diameter was 3.5mm, the dome height was 3.5mm, the dome width was 3.1mm, and the neck size was 2.9mm. The parent artery diameter was 3.3mm distal to the aneurysm and 3.6mm proximal. The access vessel was the right femoral artery. Ancillary devices include a phenom 27 microcatheter and non-medtronic guide catheter.

Manufacturer narrative:
Continuation of d10: product ID: ped2-400-16 (lot: b717510). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: updated with additional information received. H6: patient codes updated based on additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported clinical study review of source documents noted that reported vascular access site pain was associated with bruising. Additionally, the patient's hemoglobin decreased from 13 to 11 but then remained stable and the patient did not require blood transfusion.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported site stated poor wall apposition was the cause.